Event description:
New information notes procedure took place on 17 mar 2020.

Manufacturer narrative:
Previously reported g3 should have been 17 mar 2021.

Manufacturer narrative:
Additional information: b5, g3, h2.

Event description:
New information notes the patient was in stable condition throughout the procedure.

Event description:
New information received notes the patient's right ventricular lead was capped and replaced on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and high impedance. No intervention was performed. The patient was in stable condition.